Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-feb-2018 with the following findings: during investigation, the pump was returned with moisture behind the display lens. The battery cap was not returned. The battery compartment was found to be cracked. A test cap was able to attach to the pump. The pump was unresponsive and had no power, no vibration, no audible and a blank display screen. The ¿no power¿ complaint was duplicated. The black box and download history was unsuccessful. A leak test failed due to a battery compartment leak. The pump cover was removed and there was moisture ingress found on the printed circuit board and other internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.